Event description:
The customer reported when the ventilator is on, it beeps with no display. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement. The manufacturers field service engineer (fse) confirmed the reported problem. The fse reported the power led indicators were blinking and the ventilator alarmed with each beep. The fse replaced the power supply to correct the reported problem. Applicable final testing was completed per operating specifications.

Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normal ventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.